Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. The lead was replaced successfully with the same model number. Outside of the revision, no adverse patient effects were reported.